Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The recipient fell from the car and suffered a head trauma on may 08, 2019. Hearing performance with the device was reportedly affected. The recipient previously had stable maps. Re-implantation was performed on (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient fell from the car and suffered a head trauma on (B)(6) 2019. Hearing performance with the device is reportedly affected.